Event description:
It was reported that the pump screen was frozen and unresponsive, preventing the customer from interacting with it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions on resetting the pump, which the customer will execute at their convenience without further assistance.